Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient saw the ¿call your doctor¿ icon and a power on reset (por) condition on both the programmer and recharger. It was noted the patient first saw the por twenty days prior to call. It was reported the recharger was half-charged. It was noted the por was successfully cleared.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 261530001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).